Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw cable routing. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.010¿ x 0.018¿. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The conductor wire insulation showed damaged but no exposed internal wire.

Event description:
It was reported that during a da vinci-assisted radial cystectomy with ileal conduit surgical procedure, the 8mm maryland bipolar forceps instrument had a broken wire. The customer reported event has no report of patient injury.